Manufacturer narrative:
Result: slide cable.

Event description:
It was reported by service report that the abduction slide cable was not allowing the upright assembly to lock in place. No patient involvement or adverse consequences are reported.